Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted body fluid contamination in the lead barrels. The right atrial (ra) seal plug was missing and the ra set screws appears to have been tightened against the retainer washer at some point while implanted. All other seal plugs and set screws were operating appropriately. A review of the device memory noted no resets or faults and the device passed automated electrical testing. Overall, analysis was able to confirm the allegation made against this device in the field.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal device change-out procedure, the physician was unable to remove the right atrial (ra) lead from the header of this cardiac resynchronization therapy defibrillator (crt-d). Despite multiple attempts, the ra lead would not release so the physician decided to cut the ra lead off the header and surgically abandon it in the patient. The crt-d was successfully explanted and is no longer in service. No adverse patient effects were reported.